Event description:
It was reported that the customer had a blood glucose level of 34 mg/dl. Customer corrected with food and soda. Customer also had a blood glucose level of 17 mg/dl. Customer has been experiencing low blood glucose levels. Customer was admitted as an inpatient for medical treatment. Customer was admitted on (B)(6) 2014. Customer's blood glucose level was 17 mg/dl. Customer was picked up by a rescue squad that went to her home. Customer was possibly getting more insulin than she thought. Customer was disconnected during the rewind/prime sequence. Priming technique was reviewed. Customer was advised to monitor the pump and call back if issues persist. No further assistance needed.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4)